Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was >8.0 inr. The corresponding lab result reported was 1.8 inr. After the device result, the pt was sent for a lab test. The pt was treated with 5mg of vitamin k. The user ran a level 1 control on the device system and the control was out of range. The device was replaced and requested to be returned for evaluation.